Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device remains in use.

Event description:
It was reported that implant threads were damaged by 1537 abutment screw. Doctor have another screw for replacement and implant will be rethreaded. Rethread tap tool was requested. No injury to the patient was reported associated to this event.

Manufacturer narrative:
Additional information received report that abutment screw (1537) had loosened within the implant. Doctor was able to clean the implant threads and replaced the screw. No injury to the patient was reported. Device removed but not returned.

Event description:
Additional information received report that abutment screw (1537) had loosened within the implant. Doctor was able to clean the implant threads and replaced the screw.

Manufacturer narrative:
The replacement retaining screw (1537) and the unknown spline implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed based on the available information (instructions for use (ifus) and risk files). Functional testing and dimensional analysis could not be performed since the devices were not returned. No pre-existing conditions were noted. The reported devices were located on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed since the lot numbers associated to the items were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (1537) was performed for similar events and no complaint about nonconforming products was identified. February post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or devices. Therefore, based on the available information, device malfunction and the reported events could not be verified since the devices were not returned.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information was provided after re-evaluation of the risk assessment files. Product malfunction and reported event remain non-verifiable. Product complaint evaluation root cause was updated, as below. A definitive root cause could not be identified. However, based on the investigation and risk file review, the probable cause for the reported events are excessive torque during placement and external patient factors (parafunction).